Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the condition of heat was confirmed. The device failed the pre-repair diagnostic assessment temp test. If add'l info becomes available, a supplemental report will be submitted.

Event description:
Report rec'd from (B)(6) stating that the device was being returned for routine maintenance. During service of the device, it was found that the device had heat. It is known that the device was not being used during surgery and no pt or user injury or medical intervention occurred. There was no add'l info provided.